Event description:
It was reported that the ilet issued an urgent low soon alert, and the user¿s fingerstick blood glucose was 66 mg/dl after eating cheese and crackers when previously 107 mg/dl; the user had already taken fast-acting carbohydrates and continued monitoring. Symptoms included hypoglycemia. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included a troubleshooting and education call with plans for follow-up to confirm recovery. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.